Event description:
Account reports sporadic incidents in which device noted to be "popping out of IV catheters when used in nicu or nursery unit. Incidents occurring with another co's 24g catheters and device used with peripheral, central and arterial lines. No known pt injuries reported.